Event description:
The customer reported his blood glucose reached 392 mg/dl less than 24 hours after the pod was activated. He noticed the needle did not retract back into the pod and it was still in the cannula.

Manufacturer narrative:
The returned device was evaluated and the investigation found that the cannula was not deployed properly due to a needle mechanism failure. The root cause was determined to be mechanism rails-wings did not capture slide insert. Qualification records were reviewed and the product lot met all acceptance criteria.